Event description:
It was reported that a skin irritation causing itching, redness, bumps, swelling an allergic reaction to the pods adhesive had occurred while wearing the pod between 1 and 4 hours. Once at the hospital the patient was prescribed a topical cream to apply at the pod infusion site 3 times daily. The patient was discharged from the hospital the same day, the patient reports they will be returning to the hospital for an evaluation of the treatment provided. The patient reports they are using manual insulin injections for treatment at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and hospitalization. No lot release records were reviewed, as the product lot number was not provided.